Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: a photo along with the device was returned for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a blue reload inside of its package from top view and the pan reload was noted partially dislodged from right side with 2 drivers out of position. Visual analysis of the returned sample revealed that one ecr60b reload was returned inside its package unopened; upon visual inspection, 2 double driver loose, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from right proximal side. As part of our quality process, the manufacturing records of this lot number was reviewed, and the manufacturing standards were met prior to the release of this lot. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during checking , open the packing and noted that sled fell off, not involved in any surgery. There was no patient consequence reported. No additional information can be provided.